Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and desired exchange from textured to smooth breast implants due to the patients concern with the product.

Event description:
Healthcare provider reported a right side rupture and " implant exchange from textured to smooth breast implants due to the patients concern with the product." The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: device is seen ruptured. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare provider reported a right side rupture and " implant exchange from textured to smooth breast implants due to the patients concern with the product." The device was explanted.